Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the softcomponents of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The menu and check button do not respond to commands due to the contamination inside the button. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported the front buttons of the infusion device has fallen and cannot trigger the desired functions. Patient stated the rubber side also fell. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.